Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve sewing ring appears to have been cut and torn adjacent to the left and right cusps, exposing the bare stent along the outflow rail adjacent to the right cusp during explant. The left and right cusps appear to be partially open due to the dehisced commissure. The non-coronary cusp is in the open position. All leaflets are slightly stiff but flexible. The left cusp appears prolapsed due to dehiscence in the left right commissure. The left and right cusps appear to be partially open due to the dehisced commissure. The right non-coronary and non-coronary left commissures are intact. The left right commissure appears dehisced, possibly related to separation of layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appear intact. No visible evidence of host tissue that may contributed to the separation of tissue. Glistening off white pannus is observed along the sewing ring on the inflow, extending to the inflow margin of attachment adjacent to all cusps, and into the left right inferior coaptive area. Pannus is noted along the outflow rail adjacent to the right cusp extending to the outflow margin of attachment to the right non-coronary superior coaptive area. Pannus remains attached to the existing sewing ring on the outflow adjacent to the left cusp, extending to the non-coronary left stent post. An unknown amount of pannus appears to have been removed from the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated fdr and fdc codes correction: product analysis: blue and white multifilament sutures remain attached to the sewing ring on the inflow. The statement, "no visible evidence of host tissue that may contributed to the separation of tissue" was removed as there was host tissue observed on the dehisced commissure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years post implant of this 27mm mitral bioprosthetic valve, it was explanted and replaced with a valve of another manufacturer. The reason for the replacement was reported as moderate-severe mitral regurgitation (mr) with mean pressure gradient across the valve of 8.6mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.